Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly with keypad, bezel assembly, rear case assembly, up and low pressure sensors, u4 on display board, and membrane frame. Lvp bezel post recall completed. Latch spring torsion 8100, pivot latch 8100 a review of the device history record showed the device had a manufacture date of 03/24/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments / 1143616, pressure sensors / pa-2014-0026, a review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm> similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. There was no patient involvement.